Event description:
Patient had a six (6) year history of paroxysmal atrial fibrillation resistant to medical therapy. He failed cardioversion and for the prior eight (8) months had increasing bouts of atrial fibrillation which were disabling. Open heart surgery was performed to ablate the aberrant ganglions. Physician was able to ablate all of the areas of concern. As the last ablation was completed it was noted that the central line stopped functioning. The central line was removed and it was noted that the tip had been ablated. A chest x-ray revealed a foreign body either in the right atrium or the pulmonary vasculature. The patient was moved to an angio suite where an interventional radiologist was able to successfuly retrieve the catheter tip. The patient had not further complications and was discharged home five (5) days following surgery.

Event description:
Allegedly 57 revision surgeries identified from the (B)(4) joint registry as outliers. The data is from (B)(6) 2004 to (B)(6) 2009 and details revisions undertaken on various conserve plus components. Data does not identify the components revised.

Manufacturer narrative:
Investigation is not complete. Although several attemps have been made, to date, no additional information has been received. Trends will be evaluated. This report will be updated when the investigation is complete. These events occurred in (B)(6).

Manufacturer narrative:
Complaint history reviewed. Device history reviewed. Analysis shows no trend for item or lot number. The DHR was reviewed for each item and indicates that product met specification when manufactured. Conclusion: no failure detected and product within specification.